Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
The customer reported that the facility had multiple lots of part 1883673hs and 1883672hs to return because "the burs were heating up and the facility stopped using them."